Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely the front panel turning off, the backup data abnormality was caused due to a circuit board failure. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit front panel display disappeared . The issue occurred during maintenance . There were no reports of patient involvement.